Event description:
It was reported that revision surgery was performed due to dislocation after the patient sustained a fall post-operatively. It was reported that the patient has a history of falling and of non-compliance.